Event description:
It was reported that the lead was oversensing and had high impedance. The lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It has been further reported that the patient received inappropriate shocks and there was a possible header issue with the device. The implantable cardiac defibrillator was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.